Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed to report premature activation, delay, surgical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted thin leaflets and imaging was difficult. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the tricuspid valve for off-label use; however, the clip was unable to grasp the leaflets due to the poor imaging. Therefore, a decision was made to remove the cds. But, when the cds was retracted back into the steerable guide catheter (sgc), one clip arm became caught on the sgc tip. Then a loud pop sound was heard, and the clip became detached from the cds, but the clip was still attached via the lock and gripper lines. The clip became inverted, but since the clip was no longer attached to the cds, the clip could not be closed. This resulted in a clinically significant delay in the procedure, and a surgical-down was planned. The clip was briefly stuck on tissue during removal from the vein, and the clip dislodged from the cds. Both the sgc and cds were removed, and the clip was ultimately removed through surgical down. The patient was sent to recovery. The lock line of the cds was examined outside the patient¿s body. The lock line was observed to be separated in two pieces. One clip was implanted, reducing mr to 2. The returned device analysis revealed the sgc soft tip was deformed. No additional information was provided

Event description:
The returned device analysis revealed the steerable guide catheter (sgc) soft tip was deformed. No additional information was provided.

Manufacturer narrative:
All available information was investigated the returned device analysis could not replicate the reported positioning failure, audible noise, premature activation, difficult to open or close, difficult to remove and difficult to remove from anatomy could not be replicated in the testing environment. The reported material separation was confirmed as the lock line was returned in two pieces. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue and observed torn clip cover could not be determined in this complaint. The reported positioning failure appears to be due to the reported poor image resolution and the visualization difficulties were due to procedural circumstances. It should also be noted that the mitraclip instructions for use states: ¿do not use mitraclip outside of the labeled indication¿. The reported off-label use was due to use error as mitraclip was used to treat tricuspid regurgitation (tr).the reported difficult to remove due to clip getting caught on the steerable guide catheter (sgc) soft tip was due to user technique likely due to user not fully closing the clip arms before retracting the clip into the sgc; which then cascaded into the reported noise due to the observed l-lock tab and actuator coupler break; and eventually resulted in difficult to open or close and premature activation. A definitive cause for the reported material separation (l-lock line) could not be determined in this complaint and is likely due to procedural circumstances; however, this cannot be confirmed. The observed actuator coupler break, l-lock tab break, disengagement of the hinge pin, scratched actuator coupler and l-lock tab, gap between actuator coupler and threaded stud and material split/cut (clip cover) are due to procedural circumstances as part of the troubleshooting steps post interaction of the clip arm(s) with the sgc soft tip. The observed missing components (gripper, connector, harness, binding plate and leaf spring) are likely an outcome of post procedural handling/troubleshooting of the device. The reported difficult to remove (anatomy) appears to be due to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is being filed under a separate medwatch report. H6: device code 4012 removed.